Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient recently took a bad fall and just for precautions the healthcare provider (hcp) x-rayed the patient. It was found that the catheter was not only coiled, but folded back on itself. The catheter was reinserted. The patient responded to the medication at 100 mcg. The patient had two weeks in rehabilitation and was down to 50 mcg and just started to move her body.

Event description:
Additional information received from a consumer reported the pump had an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of 750 mcg/day. The patient stated ¿long story short, I took a fall recently, and they x-rayed and found the catheter was out¿. The patient stated it was coiled and bent back on itself, and that was why the hcp believed it had been like that for a while. They reinserted the catheter. The patient was now at 35 mcg ¿and as loose as a rag doll¿. The patient stated she fell (B)(6) 2016. The patient stated she was calling because she wanted to know the effects of the baclofen dripping into her body.

Manufacturer narrative:
Correction: the date manufacturer received (aware date) in regulatory report #3004209178-2016-26613 should be (B)(6) 2017. Regulatory report #3004209178-2016-26613 is not a late report.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had excellent reduction in muscle tone. Rehab was needed to re-learn to do transfers and other activities of daily life with no tone. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that the product would not be returned to the manufacturer. The catheter was clearly dislodged and not working.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-22. The patient was weight was (B)(6). The hcp tried to call the number given on the fax and got a recording of ¿we are experiencing system problems and unable to process your call¿.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was approximately (B)(6) 2016. It was reported the patient had a fall the week before and experienced a loss of spasticity control. There was no overt withdrawal. An x-ray diagnosed the catheter was dislodged. A catheter revision was performed (B)(6) 2016. A ¿new spunk portion¿ of the catheter was placed and spliced to the existing (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.